Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating (high and low) blood glucose (bg) (value was not provided). The customer did not provide further information at the time of the report. Although multiple attempts were made to follow up with the customer, no additional information was provided.